Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ft4 ii assay result for 1 patient tested on a cobas 8000 e 801 module compared to an abbott architect. The ft4 iii results from the cobas e801 were 4.72 ng/dl and 4.61 ng/dl. The ft4 result from the abbott architect was 0.76 ng/dl. The results in question were reported outside of the laboratory. The patient is considered healthy and the ft4 results from the cobas e801 do not match the clinical history of the patient. The cobas e801 serial number was (B)(4).

Manufacturer narrative:
A sample was provided for investigation but there was not enough sample volume left to complete the investigation. The investigation was able to rule out an interference with the streptavidin component of the reagent. The investigation did not identify a product problem. The cause of the event could not be determined.